Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was no telemetry with their remote monitor to their device. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.